Event description:
During service of product device was found to not cycle, with all leds and a constant single tone alarm, due to integrated circuit u4 on the motor board being out of spec. Replaced u4.